Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator could not be interrogated. The magnet rate indicated the device had not yet reached elective replacement indicator ¿ eri. No intervention was performed. The patient was in stable condition and will continue to be monitored.